Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s ipg was explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Follow up information identified the patient stopped charging the ipg as recommended, thus causing the ipg to become inoperable.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device information and implant date are unknown at this time.

Event description:
It was reported that the patient stated that they last successfully recharged around (B)(6) 2019 but the patient began to feel pain at they target area around the same time. When the patient tried to recharge around (B)(6) 2019 they were unable to do so. The patient typically recharged every two weeks. In turn, surgical intervention may take place to address this issue.